Event description:
It was reported that the device used during a gastroplasty procedure. The device fired and incomplete staple line and incompletely cut the anastomosis. There was no pt consequence. The case was completed by hand suturing.